Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported not being happy with the results because the teeth don't set together on the molars. They still collide mostly on the front and canine teeth. Byte cst (clinical support team) lead reviewed the bite and found that the customer's bite was not articulated correctly in their original treatment plan.